Event description:
It was reported by the distributor that an unknown number of catheters have had to be replaced in the last 6 months due to the cuff working its way out of the skin site on one or both of the lumens. The facility is not sure if this was due to excess tension being placed on the catheter or not.